Manufacturer narrative:
Exemption number e2019001. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link break/suture retrieval issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using two proglide devices with a 5f sheath after a y-90 interventional procedure. Reportedly, the first proglide device did not close the groin. Another proglide device was used; however, a cuff miss was observed. A starclose se device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.